Event description:
Initial report: this non-serious case from great britain was received from a clinic mgr on 06/04/10 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(6). This case involves a pt (age and gender nos) who received two treatments of poly-l-lactic acid (sculptra) on unspecified dates. The pt received two vials per session. No add'l treatment details were mentioned. On an unk date, the pt developed nodules. Relevant medical history and concomitant medication info were not mentioned. Action taken/corrective treatment/outcome -unk. A ptc (pharmaceutical technical complaint) was initiated: (B)(6); (B)(6).